Event description:
Caller reported that the t:slim x2 pump battery would not charge unless the cable was held in place, and found that using different charging cables and wall adapters did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, provided instructions for storage mode, and arranged for a replacement pump to be sent to the customer, who acknowledged the need for training and agreed to return the problematic pump within 10 days. The customer reverted to an alternate method of insulin therapy.